Manufacturer narrative:
Since the sample is unavailable and the review of the batch history records and retain samples did not detect any non-conformity, we are unable to justify the complaint.

Event description:
Info that while using the balloon of the catheter burst. Catheter is leaky. We received no sample but two pictures for analysis of defect.